Event description:
A small bug was found in between the tegaderm and the tegaderm backing. Was caught before dropping on sterile field. Manufacturer response for tegaderm, tegaderm (per site reporter), have not heard back yet.